Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the control body leaky. Based on the result, we concluded that it was caused due to the physical damage applied on the control body. In addition, we confirmed that the light guide fiber bundle (lcb) broken, and the insertion flexible tube (ift) crushed; however, they are not the main cause, and/or irrelevant to the alleged complaint. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Suction arm loosened. There was no report of patient harm. The time of event is during inspection.